Event description:
The report received from the affiliate indicated that during a percutaneous coronary interventional (pci) procedure, while inflating the cypher 2.5 x 8 mm stent delivery system (sds) balloon to 12 atm, a pinhole rupture at the proximal end of the balloon was noted. The stent was delivered successfully and was post-dilated using a high-pressure balloon/details unknown. A satisfactory result was obtained. The procedure was completed successfully. There was reported no patient injury.

Manufacturer narrative:
The target lesion was the left anterior descending (lad). The lesion was reported to be: an in-stent restenosis (isr) of an unknown sent, a 90% stenosis, and slightly calcified. The lesion was pre-dilated/details unknown. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.